Event description:
It was reported that a vns pt's lead was protruding. Surgery to reposition vns was performed. During surgery a new pocket was created, and the generator and lead were repositioned in the chest. Good faith attempts to obtain additional info have been unsuccessful to date.